Event description:
It was reported that on an unknown date, the provider was using the ria 2 with bone graft in order to obtain a graft. Provider noted that the ria was not taking in as much graft as usual. Provider completed surgery without hindrance despite this fact. Patient status unknown. No surgical delay was reported. No further information is available. This report involves one 16.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 03 january 2020, expiration date: 30 novemver 2029, part: 03.404.029s, 16.5mm reamer head for ria 2-sterile, lot: 29p6674 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 03.404m029, ria 2 reamer head 16.5mm, lot: 6772014. Inspection instructions met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Was reviewed and determined to be conforming. Heat treat results certified. Certificate of analysis supplied to mark two engineering from banner medical was reviewed and determined to be conforming. Material certification supplied to boston centerless from carpenter and material certification supplied to banner medical from universal steel were reviewed and determined to be conforming.product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.